Event description:
It was reported screw extractor inner threaded shaft broke off inside the bone screw. It was broken on the last screw they were taking out so it did not cause to much delay in the removal.

Manufacturer narrative:
Method: device inspection and device history review.results: manufacturing files were reviewed and no issues were found for this lot number. Visual inspection indicated; the returned instrument was visually inspected and the distal tip was confirmed to be fractured in a mechanism consistent with torsional overload. The tip of the rod remained in the polyaxial screw.conclusion: the root cause of the instrument fracture is likely either a result of over tightening of the draw rod into the implanted screws and/or the age of the instrument (approximately 6 years old).

Event description:
It was reported screw extractor inner threaded shaft broke off inside the bone screw. It was broken on the last screw they were taking out so it did not cause to much delay in the removal.